Event description:
According to the reporter, the patient underwent a cure for a right inguinal hernia and was operated on (B)(6) 2023 for the installation of the hernia prostheses. In (B)(6) 2024, the patient was hospitalized for 11 days due to a stomachache that was treated with a high-dose antibiotic by infusion. The patient was still on oral antibiotics for another whole month. The patient regularly had stomach pains.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.